Event description:
After patient was bathed it was noted the lrraflaw catheter had broken off the male connector on the drain side. The connector was sheared off the hub. A hemostat was immediately placed on the catheter an providers and attending notified that the catheter had broken off. The failure at this joint in the catheter cannot be identified to any specific event that happened prior to the discovery of the failure. The catheter was removed from the patient.